Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. The de novo concentric target lesion being treated was located in the moderately calcified and moderately tortuous mid left anterior descending (lad) artery. A 3.00 x 32mm liberte bare mr stent delivery system (sds) was advanced to lesion and it was observed that the stent moved on the balloon. The device was removed intact. The procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a liberte/veriflex stent delivery system (sds) with stent and original pouch, the carrier tube (hoop), balloon protector and product mandrel. There was contrast in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon. In the first row of struts on the proximal end of the stent there were two struts that were bent and flared. The hypotube was kinked 25.25 and 29.25cm from the strain relief. The inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed as the returned device did not show any defect which could have contributed to the reported event. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Bsc ID a00366157/tw # 2587306

Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. The de novo concentric target lesion being treated was located in the moderately calcified and moderately tortuous mid left anterior descending (lad) artery. A 3.00 x 32mm liberte bare mr stent delivery system (sds) was advanced to lesion and it was observed that the stent moved on the balloon. The device was removed intact. The procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.